Event description:
It was reported that while using bd facslyric¿ leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: was the leak liquid or air? Liquid, was the leak contained within the instrument? No, was there spray of liquid? No, what was the fluid that leaked? Facsflow + sample, did biohazard leak before or after waste line? After, was the waste mixed with decontamination/bleach? No, was the customer/bd personnel physically in contact with the fluid? No. The customer reports that the instrument drips from the sit when the instrument is doing a sit flush.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak not contained within the instrument was due to a blocked v8 pinch valve. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. The customer had initially reported that the instrument was dripping from the sit after performing the sit flush operation. After consulting with a tsr (technical service representative), the instrument was found to have a dent in the v8 pinch valve tubing. After massaging this dent out of the tubing, the customer confirmed that the instrument was functioning as expected with no further leakages. No parts were requested for evaluation as there were no parts replaced. While the leakage of biohazard can pose a risk of contamination, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. Additionally, the leakage was not in the form of a spray and thus did not significantly increase the risk of exposure. Even though patient samples were used for clinical use, no patient was treated nor harmed from any erroneous results. The results were captured prior to any diagnosis decision and no report of delay in patient treatment. Proper daily and monthly cleaning and maintenance can help in maintaining an optimal system, and can be found in the bd facslyric¿ clinical system instructions for use #23-19938-02 rev. 1/vers. A. H3 other text : see h.10.

Event description:
It was reported that while using bd facslyric¿ leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: " was the leak liquid or air? Liquid. Was the leak contained within the instrument? No. Was there spray of liquid? No. What was the fluid that leaked? Facsflow + sample. Did biohazard leak before or after waste line? After. Was the waste mixed with decontamination/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. The customer reports that the instrument drips from the sit when the instrument is doing a sit flush."